Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 95 mm in diameter abdominal aortic aneurysm. The aortic neck had a 114 degree angulation, the aortic neck was 30 mm in length and the left iliac artery was 33 mm in diameter. A recent CT with contrast revealed that the abdominal aortic aneurysm diameter has changed over time between 9.5 cm in diameter down to 5. Cm in diameter and is currently 87 mm in diameter due to a type iii endoleak, junctional. An endurant extension cuff was implanted and the type iii junctional endoleak was successfully resolved. The investigator assessment states that the event is related to the study device and not related to the study procedure. The event resolved and the patient recovered. No additional clinical sequelae were reported and the patient is fine.